Event description:
The writer spoke with peritoneal dialysis (pd) nurse who reported that home patient was in the hospital for peritonitis. The nurse stated that the patient had lots of low drain volume alarms with fibrin. The patient was diagnosed with fibrin on (B)(6) 2010 and yeast infection on (B)(6) 2010. The patient was admitted to the hospital on (B)(6) 2010 and discharged to the rehab (date unknown). The writer was unable to obtain the cause of the peritonitis and the discharge date. Writer attempted to reach the nurse to obtain additional information but the clinic is closed for the day. On 28may 2010 product surveillance spoke with the nurse. The nurse indicated a culture was done however she did not have the results available. She stated that the peritonitis has been reoccurring and that the patient does not maintain good aseptic technique. The patient is currently in a nursing home. The plan for the patient is to retrain the patient once she is released home. The patient is continuing with peritoneal dialysis while at the nursing home. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). Device not available.